Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon investigation the joint was found to be broken. The joint forming parts are scratched and bent. Ther is a visible dent on the edge of one part. Furthermore are visible dents od needles outside the clamping area. Clamping outside the clamping area can increase the clamping force and can cause high leverage forces. Most probably the root cause is mechanical overload due to clamping outside the clamping area. No indication for a material or manufacturing related issue was found during investigation. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a needle holder. According to the information received, the needle holder was needed to be exchanged during surgery. The jaws couldn´t be closed anymore. Additional information is not available.